Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted damaged, consistent with being broken at approximately 5.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. A small amount of dried blood was noted within the iabc bladder/helium pathway near the iabc distal tip. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush re-sulted in the bladder inflation, which is consistent with the previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing pr oce-dure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break while excreting blood into the bladder. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the pre-viously noted central lumen break while excreting blood into the bladder. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarmed helium leakage" is confirmed. During the investi-gation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway and caused a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bro-ken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "2 dec 2025, after the catheter inserted successful, the pump alarmed helium leakage. X-ray revealed obvious be nding of the metal strut inside the balloon. Upon removal, the central lumen was found bent. Change the new catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, after the catheter inserted successful, the pump alarmed helium leakage. X-ray revealed obvious bending of the metal strut inside the balloon. Upon removal, the central lumen was found bent. Change the new catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".